Event description:
Pt had a right mastectomy on (B)(6)2010. During the surgery, small pieces of the plastic shroud on the bovie broke off into the pt's wound. The surgeon feels all pieces were retrieved.